Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported two days after initial implant, the right ventricle (rv) lead was showing high threshold values. The lead was repositioned on (B)(6) 2019 and normal sensing values were obtained. No adverse patient effects were reported.